Manufacturer narrative:
Follow-up information received on 03-aug-2016 from legal claim: new reporters were added. The case became litigation case. On or around (B)(6) 2010 plaintiff underwent the essure procedure. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual and abdominal pain as well as heavy bleeding. Additionally, after being implanted with essure, plaintiff began suffering from symptoms of fatigue. Plaintiff also experienced weight fluctuations and pain during intercourse. After undergoing the essure procedure plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. After being implanted with essure plaintiff also developed an allergy to nickel. Plaintiff's essure-related pain became so bad that she was eventually prescribed norco as treatment. On or around (B)(6) 2015, plaintiff underwent the laparoscopic removal of her fallopian tubes and essure due to perforation and migration of one of her essure coils. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic left lower quadrant pain and chronic bacterial vaginosis. Later, a legal claim was received, reporting that she experienced heavy bleeding and underwent a laparoscopic removal of her fallopian tubes and essure due to perforation and migration of one of her essure coils. All events are listed in the reference safety information for essure. Other non-serious events were reported. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert. There is a risk of unsatisfactory micro-insert location during wearing. Considering the information provided in this case and the nature of event, a causal relationship between perforation and migration of one of her essure coils and essure cannot be excluded. Bacterial infection had been reported in consumers under essure use. Thus, due to an implied positive temporal relationship, and also in lack of alternative explanation, the causality between the event chronic bacterial vaginosis and essure use was assessed as related by the company. Even though the chronic pelvic pain and genital haemorrhage could be symptoms of fallopian tube perforation, as they started after essure insertion, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Based on the available information, there is no relationship between the reported medical events and a quality defect. Additional information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0301, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted on (B)(6) 2011. Consumer reported that she had her essure placed and she has had problems with her heart development pvc's. Her gl (interpreted as gastrointestinal) track development ibs (interpreted as irritable bowel syndrome) with chronic constipation, chronic left lower quadrant pain, chronic bacterial vaginosis. Her cognitive function has been affected too. She felt cloudy minded all the time and noticed that and the pelvic pain soon after surgery but dismissed it as bladder infections. She wanted essure taken out of her and will do anything to get rid of the pain. Follow-up received on 10-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up identified on 20-oct-2015 (upgraded to incident): this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (FDA-2014-n-0736-1644). Consumer reported that she had essure placed in (B)(6) of 2011 and states that, since then, her symptoms have gotten worse. She first noticed the abdomen pain with her periods then with sex. She also noticed the mind fog (could not think to save her life). The chronic fatigue to the point she could (not) move and informed that all she wanted was to sleep. After four years of feeling like that, she finally got it out. According to consumer she woke up after surgery and felt hundred percent better from the mind fog and states that it was like someone just turned off a switch. She knew by then that it was essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic left lower quadrant pain and chronic bacterial vaginosis. After 4 years she had essure inserts removed. These events are serious due to their medical significance. The abdominal pain and chronic bacterial vaginosis are listed in the reference safety information for essure. Other non-serious events were reported. Bacterial infection had been reported in consumers under essure use. Thus, due to an implied positive temporal relationship, and also in lack of alternative explanation, the causality between the event chronic bacterial vaginosis and essure use was assessed as related by the company. Since the chronic abdominal pain started at the time of essure insertion and no alternative explanation was provided, its causal relationship with essure inserts cannot be excluded. Upon follow up information, this case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs